Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Paula alleged motor went out and when that happened the chair stopped and she flew out of the chair and fell on her knees and shattered her knees. In a subsequent incoming call, she stated she has been to the doctors twice and needs to go a third time on her knee. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed. Consumer alleged motor went out and when that happened the chair stopped and she flew out of the chair and fell on her knees and shattered her knees. This not the first time the motor has went out on her. Per follow up call: she states on (B)(6) 2012 that she was driving down her drive way and the right motor just stop working, she said that it was like hitting a brick wall. She states she was thrown from the chair and landed on her right knee, which she bruised right knee. She did not got to the doctors but she did call him. He told her to up her meds for pain. In a subsequent incoming call, she stated she has been to the doctors twice and needs to go a third time on her knee. MDR filed.